Event description:
The patient had an implantable neurostimulator and pump. The incision used for the implantable neurostimulator was also used to implant the pump system. In 2006, the patient developed and abscess over a point on the catheter close to the spine. There was constant purulent drainage from a pinhole in the skin over the catheter. The problem initially was believed to be from an insect bite. The patient had several tests (not specified) and was treated with antibiotics. The abscess was removed in 2007. Since then, the area has not completely healed. There was constant drainage from a pinhole in the skin over the catheter. The patient had lost 40 pounds since the devices were implanted and both the lead and catheter were more visible than before. The patient was at home at the time of the complaint. Her status was reported as 'good'. The patient reported good pain relief from her therapies. She no longer needed to take oral medications. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.